Manufacturer narrative:
Manufacturer narrative: clinical code: 4871 - coronary obstruction / occlusion - thrombus reported throughout the entire prosthesis. 2263 - stenosis of the vessel - narrowing of the left common carotid artery branch. 4440 -thrombus -thrombus of entire prosthesis + sub occlusive thrombus of the ascending aorta within the surgical montage and the ascending aorta with stenosis to the left common carotid artery branch. Impact code: 4624 - surgical intervention - thromboaspiration failure with penumbra st stent system(12f). Placement of advanta v12 carotid stent to improve cerebral perfusion . Patient in cardiac arrest at end of procedure , placed on ECMO ( perceived to be extracorporeal membrane oxygenation). 1802 - death - patient passed away 6 years post-surgery. Device problem code : 2993 -adverse event without identified device or use problem - full batch review was performed from base fabric to finished product which confirmed the device was manufactured to specification. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: a 4 year similar event review thoraflex hybrid sales jan 21 - dec 24 vs hybrid occlusion / thrombosis <emboli / stenosis jan 21 - jan 25 gave an occurrence rate of 0.029%. No trend requiring action has been identified. 4111 - communication interview: additional information was received - the patient had a type a dissection with an entry tear extending from the arch to the isthmus. The patient, who was on a regimen of 75 mg of aspirin for thrombus management, had a history of renal failure due to compression of the true canal during a dissection in 2019. Their last recorded chronic kidney disease (ckd) level was 20 ml/min. No thrombectomy was performed as the lumen of the prosthesis had never been re-permeable. There were no complications or kinking detected in the aortic surgical montage. The vessel diameters were measured at 29 mm proximally and 26 mm distally. The patient had no known allergies to the graft components, and the graft was not cut by cautery. The artery was not calcified, and no particulates were observed on the graft surface during implantation. The graft was handled minimally, and the patient had no pre-existing vascular devices. The descending aorta was not particularly tortuous around the landing zone or the distal sealing ring. The implant was intentionally oversized to remodel the true lumen, which was successful as the diameter of the true lumen at the end of the procedure was 26 mm. The most recent CT scan showed thrombosis of the false lumen. 3331 - analysis of production records: all retained manufacturing records were reviewed and showed no issues with the manufacture of the device. 4117 - device not returned: device remains implanted . Investigation findings: 213 - no device problem was found -full batch review performed from base fabric to finished product confirmed the batch was manufactured to specification. Root cause analysis was performed , as infection could potentially cause thrombus build up , packaging integrity and delivery was reviewed , product was accepted by the customer with no issues reported . Sterilisation of the device was reviewed and all process test results were within specification, a review of manufacturing conditions - biological indicators endotoxin results were within specification. Inappropriate geometry can promote the generation of thrombus inside the device - ( geometry of the device ) retained device history records for the device were reviewed which showed the device was manufactures to specification with no issues noted . (Geometry of the implant site ) scans were reviewed and although the site reported "the descending aorta was not particularly tortuous around the landing zone or the distal sealing ring". - the first image on the scan review shows tortuous arch anatomy. Incorrect length of device can potentially cause thrombus , it was confirmed the device was the correct length for the procedure. Incorrect oversize - the oversize could not be determined as no pre-op scans were provided for review. All physical testing was reviewed for base fabric with test results within specification. Device history record for the joined device was reviewed which showed no issues with the sewing which could potentially cause turbulent blood flow resulting in thrombus formation. Post implant imaging demonstrated a compression of the device at the proximal anastomosis site and at the level of the lcca ( left common carotid artery) branch. The distal stent ring was also inverted, which may all have contributed to reduced flow through the device, resulting in thrombus formation. Device relationship - undetermined investigation conclusion: 4315 - cause not established - no causal link between the event and the device could be established.

Event description:
Thrombosis of the prosthesis , in the apparent absence of abnormal conditions( no coagulopathies, no recent infectious conditions , no evidence of surgical fitting alterations, no kinking of the prosthesis. On (B)(6) 2025 massive thrombosis of entire prosthesis and sub-occlusive thrombus of the ascending aorta within the surgical montage and of the descending thoracic aorta with stenosis extension to the left common carotid artery. Thromboaspiration failure with penumbra st stent system (12f). Placement of advanta v12 carotid stent to improve cerebral perfusion . Patient in cardiac arrest at the end of the procedure , placed on ECMO . Died a few hours later. This report is being submitted as a follow up #1 for manufacturing report number 9612515-2025-00016 to provide event closure information for tag0145.

Manufacturer narrative:
Manufacturer narrative: clinical code: 4440 -thrombus -thrombus of entire prosthesis + sub occlusive thrombus of the ascending aorta within the surgical montage and the ascending aorta with stenosis extension to the left common carotid artery.. Impact code: 4624 - surgical intervention - thromboaspiration failure with penumbra st stent system(12f). Placement of advanta v12 carotid stent to improve cerebral perfusion . Patient in cardiac arrest at end of procedure, placed on ECMO (perceived to be extracorporeal membrane oxygenation). 1802 - death - patient passed away 6 years post surgery. Device problem code: 3190 - insufficient information - thrombus of the prosthesis in the apparent absence of abnormal conditions (no coagulopathies, no recent infectious conditions) no kinking of the prosthesis. Component code: 4755 - part/component/sub-assembly term not applicable type of investigation: 4110 - trend analysis: a 4 year similar event review thoraflex hybrid sales (B)(6) vs occlusion/ thromobosis > artery events jan 21 - jan 25 gave an occurrence rate of (B)(4). Actions will be taken on this trend. 4111 - communication interview: additional information. 3331 - analysis of production records: full batch review will be performed. 4117 - device not returned: device remains implanted. Investigation findings: 3233 - results pending completion of investigation-investigation is ongoing and results are not yet available. Investigation conclusion: 11 - conclusion not yet available -a conclusion has yet to be established as the investigation is incomplete.

Event description:
Thrombosis of the prosthesis, in the apparent absence of abnormal conditions (no coagulopathies, no recent infectious conditions, no evidence of surgical fitting alterations, no kinking of the prosthesis. On (B)(6) 2025 massive thrombosis of entire prosthesis and sub-occlusive thrombus of the ascending aorta within the surgical montage and of the descending thoracic aorta with stenosis extension to the left common carotid artery. Thromboaspiration failure with penumbra st stent system (12f). Placement of advanta v12 carotid stent to improve cerebral perfusion. Patient in cardiac arrest at the end of the procedure , placed on ECMO. Died a few hours later.